Manufacturer narrative:
(B)(4). Batch # m92782. Additional information received: numerous x-rays were taken to find any pieces that might still be in the patient; however they did not show up on x-ray. By re-assembling the broken pieces, they believe that all pieces were retrieved. All pieces will be returned. The device was received with the upper jaw detached not returned. In addition, the I-blade upper tip was broken off. The broken part of the I-blade was not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an umbilical hernia repair the top jaw broke off and approximately 1/2" of the gold colored I-blade and fell inside of the patient. It appears all pieces were retrieved. The procedure was completed using a like device. There was no patient consequence reported.